Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Literature: kessler t, madersbacher h, kiss g, "bilateral migration of sacral neuromodulation tined leads in a thin patient" the journal of urology 2005; vol. 173, 153-154. Summary: this article describes a case study of a (B)(6) female patient with a body max index of (B)(6) suffering from refractory overactive bladder syndrome, who was implanted with an ipg and two tined leads. Event: during the trial period, x-rays taken one day after implant of the tined leads showed dorsal migration of both leads. Insofar as the distal part of the lead remained in the target area, no surgical revision was performed. Good clinical results were achieved by stimulation of the left distal electrodes for the next 2 weeks. One day prior to implant of the ipg, an x-ray revealed ventral migration of the left lead. The ipg was implanted and connected to the left lead. The right lead was not connected. The positive clinical results achieved during trial were maintained. The post-operative course was uneventful.